Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified the occlusion alarms as both upstream and downstream occlusion alarms. The cause was determined to be an out of specification ultrasonic sensor, which was unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant occlusion alarm. The problem occurred during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.